Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on approximately (B)(6) 2013 patient experienced a hypoglycemic event. Patient's wife called paramedics. Paramedics arrived, took patient to emergency room and administered glucose. Patient does not recall if the device alerted to his low blood sugars or not. Patient reported that he thought the device was working properly. No further medical intervention was required.